Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contractures, baker grade unknown. Patient also reported "pain in joints, back, and under ribs", "allergies", "migraines", "inflammation in body", ¿issues with cycles¿, ¿heavy cramps¿, ¿pressure in pelvic area¿, ¿stomach problems¿, ¿couldn't eat anything¿, ¿hot flashes¿, ¿loss of balance¿, and "lots of utis"; these are not device related. Device has been explanted.